Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report ¿blood pressure is through the roof¿ and hearing a magnet tone from the implantable cardioverter defibrillator (ICD), which was causing them anxiety. The patient confirmed having the ICD near a battery with magnets. The ICD remains in use. No further patient complications have been reported as a result of this event.